Event description:
The reporter, a new surestep meter user, stated that she rec'd the er1 message once and, although she did not check the confirmation dot, she was certain she applied blood to the correct side of the test strip. Five different readings the following day "went up a couple of points each time." No further error messages were noted. She reported that she "never can get enough blood out of my fingers and maybe that is why there was a problem." A control solution test taken at the time of contact was within range.